Event description:
Caller reported a continuous glucose monitor (cgm) error 42, which was addressed by conducting a pump reset. There was no adverse impact on the customer¿s blood glucose level. Customer successfully started their sensor session following assistance from technical support.